Event description:
After a daily cleaning procedure (dcp), the customer stated ca 19-9a qc results were low. The customer has been priming each fluid line prior to running qc and samples. Based on the information provided there were no incorrect patient results associated with this complaint. Siemens provided a temporary workaround to the customer at the time of the event.

Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse checked for bleach contamination at each fluid line and confirmed bleach residual at the resuspension port. The fse tested the 3 way valves and checked instrument and vacuum calibration. Siemens informed the customer to prime the resuspension port before running qc. A field correction was implemented. No further evaluation of the device is necessary. The system is performing within specifications. Note: (B)(4). Siemens did not see this MDR posted on the FDA website (maude) and is resending this MDR.